Manufacturer narrative:
H6: eval: at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a pt is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of icl. If the preidicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault. Eval of newly available, alternate measuring devices is ongoing.

Event description:
The reporter stated that the surgeon had implanted a icm120v4 implantable collamer lens in 2006 and explanted the lens 3 days later due to an excessive vaulting causing the pt to have an elevated iop, a narrowing of the angle, angle closure, and shallowing of the anterior chamber depth. A secondary intervention of an iridotomy laser was performed. Pt possibly had a pre-existing condition known as urrets-zavalia syndrome. Further info has been requested, but none has been forthcoming. If more info is received, a supplemental MFR's report will be sent.